Event description:
During laparoscopic tubal sterilization and laparoscopic myomectomy, oozing of blood was noted at the uterine bed of the removed fibroid all efforts to control bleeding were ineffectual and a mini-laparotomy was required. A large vessel was seen to be pumping, which was repaired via suturing. The pt was hospitalized overnight. (Original admission was short procedure unit).